Event description:
As reported by an affiliate, two powerflex balloons burst at 8 atmospheres (atm) during a lower limb procedure. The balloons were removed without any difficulty and intact. There was no patient injury reported. There was no difficulty removing the products from the hoop. There was no difficulty removing the protective balloon covers. There was no difficulty removing the stylet or any of the sterile packaging components. No kinks or other damages were noted prior to inserting the products into the patient. The devices did prep normally, maintain negative pressure. The unknown contrast media to saline ration was 60%~70%. There was no resistance/friction while inserting the balloons through the rotating hemostatic valve. There was no resistance/friction while inserting the balloons through the guide catheter. There was no difficulty advancing the balloons catheter through the vessel/lesion (iliac). The balloon catheters did not kink while being used. The balloons were inflated with an abbott device. The same indeflator was used successfully with other devices. The balloons did not rupture during its initial inflation. The target lesion was described as calcified.

Manufacturer narrative:
Complaint conclusion: as reported by an affiliate, two powerflex p3 balloon catheters burst at eight atmospheres during angioplasty of a calcified lower limb vessel. The balloons did not rupture during initial inflation. The balloons were removed intact without difficulty and there was no patient injury reported. There was no difficulty removing the products from the hoop, removing the protective balloon covers, stylets or any of the sterile packaging components. No kinks or other damages were noted prior to inserting the products into the patient. The devices prepped normally and maintained negative pressure. The devices were inflated with an abbott indeflator which had been used successfully with other devices. The brand of contrast used was not indicated; however, the contrast to saline ratio was reported to be 60:70. There was no resistance/friction while inserting the balloons through the rotating hemostatic valve or guide catheter. There was no difficulty advancing the balloons catheter through the vessel/lesion. The balloon catheters did not kink while being used. (B)(4): one non sterile catheter powerflex p3 f5 5x4 135 was received coiled inside a plastic bag. The balloon was inflated and deflated. No other anomalies were observed in the returned device. A leak test was performed and a pinhole was found in the proximal section of the balloon. Sem results showed that the balloon external surface exhibited evidence of abrasion marks. The balloon internal surface exhibited no evidence of damage. This balloon pinhole failure exhibited no other surface anomalies that could have caused the failure. The marker bands exhibited no anomalies. In the analysis it cannot be concluded what kind of material or tool could have caused the abrasion marks. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported "burst - at/below rbp" was confirmed during analysis of the returned device. The exact cause of the burst could not be determined; however, since no anomalies were detected during negative prep and scratches/abrasions were noted on the external surface of the balloon during analysis, there may be possible handling factors or vessel characteristics (calcification) that may have contributed to the reported event. Neither the DHR, product analysis nor the information available suggests that the difficulty experienced by the customer could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken.

Manufacturer narrative:
The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. Additional information will be submitted within 30 days of receipt. Please note that this medwatch report represents one of two products involved with this event which is associated with mfg. Report #9616099-2013-00248 .